Event description:
Actually the event has happened twice, being literally identical to each other. Pt had saline implants that ended up causing holes the size of a silver dollar on breasts. Started out as blisters then opened up exposing the implants. Rptr has had multiple surgeries to correct the events, and is still in need of others and currently doing so. Again this has happened almost a year apart on both breasts. Medical records, procedures, receipts of bills, all available, including one of the implants extracted from rptr's body. Rptr is scarred emotionally and physically, for life. Pt doesn't want this to happen to others, believes the FDA should seriously look into these matters. No legal matters have begun against mentor "yet". One was extracted, and later the other, both for the same reasons. Open wound erosion of breast implants showing hanging out of breast due to skin erosion. 3 quarter size holes on one in 1998, and same thing happening on the opposite breast in 1999. Saved extracted product from 1999. In its possession at this time. Pt has undergone 5 surgeries total, so far. No tests have been done on the implants themselves to pt's knowledge. Pt does have one of the two extracted implants in their possesion, from the 1999 extraction. Any medical records needed are available upon request, as for any add'l info.